Manufacturer narrative:
(B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2011-04251: [in (B)(6) 2011, the pt was experiencing increased difficulty walking and difficulty standing; the symptoms were similar to those prior to the pump being implanted. At refills, "all the amount was accounted for." The pump was replaced. As of (B)(6) 2011, the pt was in the hospital following the pump replacement. The device system was used to deliver baclofen. Additional information has been requested. A follow-up report will be sent if additional information becomes available.] New information for event: the pt also experienced increased hypertonia. It was determined that the distal end (spinal segment) of the catheter was concluded. The catheter was replaced. The pt recovered without sequela.